Manufacturer narrative:
The reported event of v-setscrew could not be untightened to remove the lead and problems untightening the a-setscrew was confirmed. Analysis found calcified blood in the v-setscrew inset and calcified blood covering the a-connector. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. The blood most likely came through damage to the septum in the form of a hole punched through it.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change procedure, the set screws were unable to be loosened. The physician removed the silicon grommets and cleaned the hex slots, eventually the right atrial lead could be removed but the right ventricular lead could not be removed. The device was explanted and replaced. The patient was stable.